Manufacturer narrative:
The agent reported "(unstable with uni and needed to be converted to total.)". The actual in vivo time for the main part of the complaint could not be established. This evaluation is limited in scope as the items associated with this investigation were not returned to djo surgical - austin for review. The surgery was completed as intended and without incident. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There were no findings during this evaluation that indicate the reported devices were defective. The surgeon performed this procedure to remedy the patient's condition. No further action is deemed necessary. The root cause of this complaint was a revision surgery due to instability. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may also contribute to an event that are outside the control of djo surgical such as poor bone density, patient bone deterioration, inadequate soft tissue support, patient activities or trauma. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that, due to uni knee instability, the patient was converted to total knee arthoplasty.